Manufacturer narrative:
The reported observation of charging cable had fused/melted into the charger port was confirmed. Analysis of the returned charging system which included the charging cable, power adapter and charger found the charger and power adapter functioned as designed. The charging cable failed when attempting to charge the charger as no current was sourced when under demand by the charger. The root cause of the cable failure was not ascertained due to the damage. An x-ray of the charging cable male end did not identify any shorted pins. It's unknown if the cable male end had been exposed to something while in the field that would have contributed to the issue. As noted in the charger logs the system had charged the patient¿s ipg 69 times at a minimum of 10 minutes or more and the charger¿s internal battery had been charged 180 times to a battery full indication.

Event description:
It was reported while charging the charging cable had fused/melted in the charger port. Device was returned for investigation.